Event description:
In 2008, the patient reported that 2 weeks ago her infusion device shut down without warning. She stated that she did not receive an a2 (low battery) or e2 (depleted battery) alert. The power pack had been in use for at least 2 months. She was unsure if she was using a recalled or a corrected power pack. She stated that she was aware of the power pack recall but she never disposed of them. She was advised to dispose of all recalled power packs. No physiological effects were reported. The patient was sent corrected power packs. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.